Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no hardware, reagent preparation, or kinetics issues. Both the initial run and retest run had normal control values and kinetics for negative and positive samples. Pas found no delays in ad injections from the luminometer curves. Pas concluded the samples could have been low-target or mishandled during sample preparation, recommending customer do environmental testing and decontaminating the lab out of precaution. Ts relayed pas review to customer and reminded them that the aptima sars-cov-2 tma test is approved for both symptomatic and asymptomatic patients. Customer mentioned the lab was wiping the top of the direct load tubes to prevent contamination, so ts reviewed the package insert with customer and stated that hologic does not recommend touching the tops of sample tubes prior to loading. Customer agreed to monitor for any trends in low positive samples and would report the second/retest result to patients. No further issues were reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported 5 discrepant sars-cov-2 tma samples from wl (B)(4). Both the initial samples and retests were run on panther instrument (B)(4) using assay lot 321063. Customer stated any low positive sample (rlu<800) was retested per lab protocol. Customer was concerned at a perceived increase in low positive samples for some asymptomatic employees of the same nursing home. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer confirmed that the lab and doctors evaluating test results also consider patients¿ symptoms to determine which result to report; for example, if a patient had a low positive initial result and a negative retest result but has no symptoms, the doctor would report negative. There were no associated/reported adverse events or patient impact reported.